Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on rectum during a laparoscopic low rectal resection, the surgeon was able to press the green button and squeeze the handle but the device was not able to fire. Surgeon replaced the device to resolve the issue. No patient injury.